Event description:
A report was received that the patient will be explanted. The reason for explant is unknown.

Manufacturer narrative:
Additional information was received that the patient underwent an elective explant for an MRI. The device was working properly before the explant. The patient is reportedly well following the procedure.

Event description:
A report was received that the patient will be explanted. The reason for explant is unknown.

Manufacturer narrative:
Additional suspect medical device components involved: model #:sc-2218-50, serial #s: (B)(4), description: linear st lead, 50cm.